Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing unknown planned procedure. The procedure was completed by restarting the system. The philips remote service engineer (rse) visited remotely and confirmed that the system's wired footswitch was unable to trigger x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found that both the foot switch and hand switch were defective. To resolve the issue, the fse replaced the wired foot switch and hand switch. The defective part was sent for analysis, for wired footswitch malfunction was observed and the failure was found to be loose bracket and anti slip missing and a cable defect. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was carried out on the same system by restarting it. Therefore, the issue is deemed isolated and is not expected to cause or contribute to death or serious injury if it were to occur again. Based on the findings of the investigation, philips determined that the complaint is not subject to reporting. The codes were updated based on the investigation outcome.